Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board had thermal overstress, debug or rework was unable to be performed due to a component burn.

Event description:
It was reported by the patient that the remote monitor was not receiving power. A new power cord was sent to see if that resolved the situation. No patient complications have been reported as a result of this event.